Event description:
The procedure was to treat a moderately tortuous and moderately calcified mid right coronary artery. A 3.0 x 33 mm xience prime was implanted when a dissection occurred. A 3.0 x 12 mm xience prime was successfully used to treat the dissection. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. In this case, there were no reported device malfunctions or product deficiencies. The reported patient effect of dissection, of the coronary artery, is listed in the xience prime ll everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.